Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the battery indicator was displayed on the one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter issue began on four days earlier, at 10:00 a.m. The patient took no actions after the issue began. The patient reportedly felt sweaty and tired after the issue began. At some point, the patient tested on another meter and obtained a result of 162 mg/dl. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the reporter claimed the patient developed symptoms, suggestive of her being hypoglycemic.